Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital following the delivery of high voltage therapy that was insufficient to treat ventricular fibrillation due to undersensing. Revision of the system was anticipated in order to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the event was resolved by the replacement of the non-abbott right ventricular (rv) lead. The lead was capped and replaced. The patient was stable following the procedure and there were no adverse consequences.